Event description:
During a percutaneous transluminal angioplasty to a shunt anastomosis, the balloon was reported to have ruptured. The vessel had moderate calcification, mild tortuosity and a 72% stenosis. The product, which was prepared as per the IFU, was advanced to the lesion over the guidewire through the sheath introducer, and the balloon was inflated using an indeflator. However, the balloon ruptured at 4-6atm during the first inflation. It was withdrawn from the pt's body, and another balloon was used to successfully complete the procedure. There was no reported pt injury. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Add'l info will be submitted within 30 days of receipt.